Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had a blood glucose level over 400 mg/dl on the morning of the call. Customer also reported that she had a blood glucose level of 480 mg/dl and the insulin pump did not show that any insulin had been delivered. Blood glucose level at the time of the call was 555 mg/dl, which was treated with a manual injection during the call. The customer reported that the cannula was very bent. The customer performed a set change and the insulin pump initially failed, then passed the high pressure test. The insulin pump was not replaced or returned for analysis.